Event description:
Customer reported a cgm error 42 with their device, which persisted even after completing a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with the pump reset procedure, and as the error code reappeared, they arranged for a pump replacement.